Manufacturer narrative:
A ge service representative performed an on site investigation. Various cables were cleaned and degreased. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to create fluoroscopy x-ray. No report of pt injury.